Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel leak) has been confirmed. As received, all gels were deployed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca and a thermally damaged u718 component. The root cause for the shorted diode array and the thermal damage could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) was returned for an unrelated issue. During the evaluation, a reportable malfunction was found.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (gel leak) was confirmed. All gels had been deployed. As received, the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to thermally damaged u718 processors on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. An internal corrective action has been issued for this problem.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a gel leak, during functionality testing, it was found that the electrode belt was unable to communicate with a monitor.